Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer the customer was in hospice care and was advised to disconnect the insulin pump because they were having low blood glucose readings due to not eating. The customer had cancer. The caller stated that the customer passed away at home on (B)(6) 2015. The cause of death was cancer. The customer had a kidney transplant. The customer was not wearing the insulin pump at the time of death; it was disconnected two weeks prior to passing. The caller did not know the customer's blood glucose at the time of death. The customer did not use sensors. The caller declined returning the insulin pump for analysis. The caller declined a carelink upload stating that the cause of death was not diabetes related and the insulin pump was not the cause of the customer's low blood glucose readings; it was due to not eating and not moving.